Event description:
This is a spontaneous case report received from a non-health care professional in united states on 17-feb-2016 which refers to a baby of a female consumer who was exposed to essure (fallopian tube occlusion insert) in utero. (For mother case please see case number (B)(4)). After essure insertion, aunt of reporter aunt returned to the hospital for examinations and to see if she was all right. The doctor who did the procedure and analyzed the examinations secured its ligation and was clear in saying that she would never get pregnant. This year (unreadable date), aunt of provider discovered she was (B)(6) pregnant what led to all other medical examinations. It was found that one of her fallopian tubes had not been completely blocked. Reporter also informed that during pregnancy of aunt, no doctor informed them that the device could be harmful to the baby. Everything went wonderfully well and, on her last visit everything was fine with the mother and the baby. Baby was perfect with (unreadable) weeks. On (unreadable date), upon waking, aunt of reporter felt a small loss of liquid. She had no pain and waited a bit. She decided to go to the hospital because the liquid did not stop. They made an ultrasound and stated that the baby girl was suffering, she made a little stool and physician failed to listen the heart of baby. An emergency cesarean section was performed but baby did not survive (already removed the drinks without the womb of life - as reported). They tried to resuscitate her but the effort was in vain. Clinical examinations revealed that baby was already dead more than 24 hours. The placenta of the mother had not taken off the umbilical cord. Correction after internal review: additional information received on 17-feb-2016 from a non-healthcare professional. The placenta of mother had not taken off the umbilical cord had not hanged; the baby heart and lung were ok. The mother had no diabetes or high blood pressure or any type of infection that could have caused the death of the baby. They had no explanation but the doctor who did the c-section left them with a cruel doubt. She examined the tubes and found neither devices nor felt the fibrosis that he would cause with time. They did not have the courage to ask autopsy of the baby. The placenta was sent for examination and further tests would be done to look for the device inside it. Follow-up received on 14-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer and refers to her female fetus; who was exposed to essure (fallopian tube occlusion insert) in uterus. The mother underwent an emergency cesarean section because the baby was suffering and she made a little stool. The baby did not survive. This event is unlisted according to essure's reference safety information. In this particular case, the reporter stated pregnancy went well, until the mother started to loose liquid. She went to the hospital and fetal suffering was diagnosed. As the physician was unable to listen baby's heart, an emergency cesarean section was performed. However, the baby did not survive. Although the exact reason for the fetal suffering was not reported, a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was, thus considered as related to the suspect insert. This case was regarded as incident, due to fetal death. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No active follow-up will be pursued, due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.